Event description:
On (B)(6) 2023 the lay user/patient contacted lifescan (lfs), alleging that their onetouch ultra2 meter displayed an unknown error message and read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on the night of (B)(6) 2023 , they experienced symptoms described as ¿felt off¿ and ¿out balance¿. In response to the symptoms, the patient claimed they measured their blood glucose with the subject meter and obtained what they felt was an inaccurate low reading of ¿149 mg/dl¿. The patient manages their diabetes with 2 types of insulin and a non-insulin injection. The patient denied taking any action regarding their usual diabetes management regimen in response to the alleged low reading and went to sleep. The following morning, the patient claimed they were ¿shaking, lost vision in one of their eyes and felt that they were crashing at the bathroom floor¿. The patient reported that in response to the symptoms, they attempted to measure their blood glucose with the subject meter but were unable to obtain a reading due to the unspecified error message appearing. The patient then attempted to test with a neighbor¿s meter and when an error message also appeared they called 911. The patient claimed they were taken to hospital where a blood glucose result of ¿over 600 mg/dl¿ was obtained on the hospital meter. The patient stated that they were admitted to the hospital for 7 days, 5 of which were in the intensive care unit. Details of treatment received were not provided. At the time of troubleshooting, the cca noted the test strips associated with the complaint had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly experienced a hyperglycemic event requiring hospitalization while using the product. The alleged meter issues could not be ruled out as cause or contributors to the event.